Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure that universal surgical manipulator (usm) 2 faulted. The surgeon moved the procedure to laparoscopic. After the procedure was completed, the caller rebooted the system. The system powered on with 319 errors against usm 2. The intuitive technical support engineer (tse) reviewed the system logs and confirmed the reported error. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and observed error 319 at power up. The fse then replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. The unit was returned for failure analysis, and the reported 319 error was confirmed and replicated. In log review, the 319 error was found indicating node 186 was not present at startup, node name: acc, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where 319 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pft) where fiber test and check all boards was found to be failing on rolling loop and acc. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault.